Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedances and loss of capture (loc). It was noted that the right atrial (ra) lead is a (B)(6) lead. A revision procedure was performed, the (B)(6) ra lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).